Event description:
Patient reported obtaining a blood glucose result of 370 mg/dl, while using the suspect device. Based on the elevated result, patient scheduled a doctor's appointment. Patient stated that, during the appointment, her blood glucose was tested on physician's blood glucose monitor with a result of 150 mg/dl. Patient immediately retested, using the suspect device and obtained a result of 450 mg/dl. No patient injury was reported and no treatment was received. While on the line with technical support, patient performed quality control tests and the results fell outside of the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.